Event description:
The customer reported that the mx800 monitor show message speaker malfunction. Communication with the responsible field servcie engineer confirmend that the speaker was completely out of sound. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx800 monitor show message speaker malfunction. Communication with the responsible field service engineer confirmed that the speaker was completely out of sound. No patient harm was reported.